Manufacturer narrative:
A sample was received by a company representative and sent to the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that during a cataract surgery with intraocular lens (iol) implant, the surgeon noted marks and irregularities on the optic edge and one haptic was cut. The lens was removed and replaced with another lens of the same diopter. Additional information was received from the surgeon. There was an increase of the duration of the surgery, widening of the incision, increase of the postoperative corneal edema and astigmatism with a slower visual recovery and small temporary postoperative seidel. A suture was removed one week following surgery. There had been a good recovery of the corneal edema and regression of the seidel. A 0.5d increase in astigmatism from baseline was observed. Additional information was requested and received. No further information is expected. This is one of two reports being filed for the same facility.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows: iol returned positioned incorrectly in the iol case. The iol is immersed in solution. One haptic is broken/torn at the arm area and is adhered to the optic surface. The optic has what appear to be stutter scratches at opposite sides of the optic edge. Stutter scratches typically occur when the lens is advanced too rapidly in the cartridge and/or when the lens is not positioned correctly in the cartridge and/or with an insufficient quantity of lubricating solution. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related and the damage most likely occurred during the implantation process. It is reasonable to suggest that the iol was in good condition and acceptable for use by the customer prior to attempted loading. Although the reported complaint is lacking in relevant information such as associated products used, from the investigation findings, the damage observed was most likely caused by the customer during the implantation process. Based on these investigation findings, the most likely root cause is user handling and it is unlikely that the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).